Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
The device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center it was found that the pca was burnt. Additionally, it was alleged that the sieve beds were blown, din outlet cover was broken, intake filter and connector tube were missing, and capacitor was weak. Leak was tested.